Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 11 with ios operating system version 26.3.1. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level and experienced symptoms described as dizziness, tingling in the tongue, slowness and confusion, the customer self-managed by consuming a square of sugar for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The returned sensor was visually inspected, and no physical damage was observed on the sensor patch. The sensor plug was properly seated, indicating the sensor was properly inserted. No failure modes were observed on the sensor plug assembly upon visual inspection. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. The customer reported missing high and low alarms. Per the abbott diabetes care compatibility guide, the reported cellular device configuration is not compatible with the customer's reported application. The compatibility guide is available to the customer on the product's website. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 11 with ios operating system version 26.3.1. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level and experienced symptoms described as dizziness, tingling in the tongue, slowness and confusion, the customer self-managed by consuming a square of sugar for treatment. There was no report of death or permanent impairment associated with this event.